Event description:
On (B)(4), 2010, a respiratory therapist reported inomax ds # (B)(4) was set at 20 parts per million (ppm) but the nitric oxide (no) monitored readings ranged 16-25 ppm. The respiratory therapist states, there was no harm to patient and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
Eval summary: the root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance connection to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating (no) readings stopped and were corrected. It is important to note that the monitored (no) level would be fluctuating in this case and not the actual (no) delivered.